Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a lead revision (B)(6) 2021 which was previously reported and since then incontinence has not slowed down any and patient does not feel any stimulation sensation but says it is shocking them some. Prior to the lead revision patient felt stimulation sensation in the pelvic floor but currently patient is feeling a shocking sensation in the right leg near the knee. Amplitude is at 2.5volts on program b. Patient services recommended decreasing amplitude to address the shocking and caller reports shocking was resolved after decreasing amplitude to 2.0volts. Patient services asked if patient was given any direction from managing physician on program use and patient was told to stay on program b. Patient services recommended patient follow up with managing physician regarding therapy concerns and possib le option to change programs. The caller indicated they will call back once they speak with managing physicians office. (B)(4).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient had another lead revision done on (B)(6) 2021 but therapy is still not helping the patient whatsoever. The caller asked if programmer may have something to do with why it is not helping patient. Reviewed reprogramming is sometimes needed in order to optimize therapy and programming varies. The caller indicated patient was not given any instruction on program use and they are not having any luck getting the doctor's office to call them back. They have apparently tried to contact doctor's office about this multiple times and not hearing back from anyone.